Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2026) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a port placement procedure in the right side of the seventh thoracic vertebrae via the right internal jugular vein, upon opening the package, it was found that the port seat rinsing resistance was allegedly very large, not smooth, and cannot be used normally. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the sample was not returned for evaluation, one electronic photo and one video were provided for review. Partial view of liquid filled syringe with attached needle was injected into port septum. Few drops dropping from port stem were noted in the video. However, as the partial view of syringe was noted, it is unclear whether hcp was performing infusion or aspiration. Product information was noted and verified in photo. Therefore, the investigation is inconclusive for the reported flushing difficulty issue as the provided evidence was not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a port placement procedure in the right side of the seventh thoracic vertebrae via the right internal jugular vein, upon opening the package, it was found that the port seat rinsing resistance was allegedly very large, not smooth, and cannot be used normally. There was no patient contact.